Event description:
(B)(4) - the dealer reported that the 6895 commode shower chair wheel locks were wrongly assembled, damaging the mounting hardware holes, resulting in the wheel locks malfunction. There was no patient injury reported.